Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via a manufacturer representative that the patient was only supposed to undergo an implantable neurostimulator replacement, but after she woke up, the physician had informed her that her lead was broken, and that they had to replace her lead during surgery. (Manufacturer's records indicate that the patient only had 1 lead implanted with an adaptor and that the adaptor was removed and another lead was placed during that surgery. Manufacturer's records do not indicate that the lead was removed.)